Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is dramatically bent on two planes. The actuator is in its post t2 deployment position indicating a complete deployment. No suture or ts remain on the delivery needle but were returned. Examination of the construct confirmed the suture has been cinched. The ts show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during the surgeon used device in order to lower t1, but they realized that two peeks came out, losing the suture. Is unknown if a backup device was available. No delay nor patient injuries were reported.